Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call indicating high blood glucose readings and a cracked battery cap. The customer's blood glucose reading was 400+ mg/dl. The father stated that the pump is not delivering insulin because the battery is dead. The father stated that he is unable to remove the battery cap on his pump. The customer was advised to discontinue use of the pump if the battery is low. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and stripped battery cap coin slot.